Event description:
It was reported that a patient experienced a shocking or jolting sensation. While the patient was at the dentist she was in a position that made her get "really strong stimulation". It was stated that when the patient lies down the "stimulator turns off". While the patient was at the dentist she had them lower the chair back so the "stimulator shut off" and she stopped feeling stimulation. Two weeks later the health care provider (hcp) reported that there were no abnormal impedance measurements, no surgical interventions, and no patient hospitalization. It was noted that the "patient was doing ok". No further information was provided.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 355531 lot# n345009, implanted: 2012 (B)(6), product type screening device. (B)(4).